Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that vessel perforation occurred. In (B)(6) 2016, clinical status assessment indicated the patient's qualifying condition as unstable angina. Subsequently, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) with 95% stenosis and was 13 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre dilatation and placement of 3.00 x 16 mm synergy ii everolimus-eluting platinum chromium coronary stent system. Following post dilatation, the residual stenosis was 0%. On the same day, post procedure, perforation was noted.